Manufacturer narrative:
The co rep examined the system and replaced the transducers pcb (printed circuit board). The system was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, a system message was displayed that locked the system. The system was exchanged and the surgery was completed with no delay, and no harm to the pt.